Event description:
"Heparin found to be infusing at 13.6 ml/hr instead of the 16 ml/hr as ordered. Error may have occurred during pump exchange. Pt lab values drawn earlier and heparin protocol followed as ordered per lab value. No apparent injury." Upon further query the following info was provided: the customer contact indicated that the event was the result of an operator error in programming the device. No further programming parameters were provided. A partial thromboplastin time (ptt) level was drawn; however, the results were not provided. Therapy was resumed using the same device. There were no reported adverse pt effects. Though requested, no add'l info was provided.